Event description:
A nurse reported a dialyzer blood leak associated with hemodialysis (hd) treatment. The nurse stated that an fx coral fx80 hf 24/cs 1.8sa steam was used for treatment and a blood leak occurred. In a follow up, the nurse said the blood leak occurred 2hours and 24 minutes into the patient¿s hemodialysis (hd) treatment. The nurse confirmed that the machine, a fresenius 5008x machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was visually observed in the effluent dialysate. Stated that fresenius bloodlines were used for treatment and that the leak was internal. Stated that there was no defect or damage seen on the dialyzer. Stated that the patient¿s estimated blood loss (ebl) was approximately 250 ml. Confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient¿s treatment was considered completed and patient was not restarted. The dialyzer is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.